Manufacturer narrative:
An event of device deformity, st elevation from air in the right coronary artery and persistent leak around the distal end of the device was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the instructions for use, the recommended size delivery system for use with a 30 mm cribriform occluder is an 8f. A 10f sheath was used to deliver the device, which could have contributed to the deformed deployment noted. One photograph from field appeared to show an occluder device covered in blood like substance with bulbous discs. Based on the information received, the cause of the reported incident could not be conclusively determined, however use of larger than recommended sheath may have contributed to the reported event of device deformity. The implanter suspected the cause of st elevation was air embolus that came from the residual air from flushing the system. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.na

Event description:
It was reported that on (B)(6) 2023, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for an atrial septal defect (asd) case using a 10f amplatzer trevisio intravascular delivery system. During procedure, patient was under general anesthesia (ga), during the deployment of 30mm cribriform, the device had a bulbous appearance. The 30mm cribriform was re-prepared and put in the place for the second time, there was approximately 4-5 screens/ 30-45 seconds of st elevation from air in the right coronary artery (rca). The implanter suspected the cause of st elevation was air embolus and there was a persistent leak around the distal end of the device and through the device. The case of air embolus was the residual air from flushing the system. There was no intervention for the st elevation. All other vital remained stable. Patient remind hemodynamically stable and ECG (electrocardiogram) returned to normal within 1-2 minutes. During the deployment, the device had a bulbous appearance. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment. The was no report of any angulation/kink noticed with the delivery system. A new 22mm amplatzer septal occluder was chosen and implanted using the same 10f delivery system. The patient required a prolonged procedural time to complete case. The patient was reported stable and recovering.